Event description:
The user facility reported that a black substance leaking from the drill during a procedure. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H3 other text : device not available for evaluation.

Event description:
The user facility reported that a black substance leaking from the drill during a procedure. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.